Event description:
Same case as: 2134265-2013-07962, 2134265-2013-07963. It was reported that motor drive unit is not pulling back. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The case was done and completed with this device through manual pullback. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The reported complaint could be reproduced. The probable cause of the failure is a defective clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2013-07962, 2134265-2013-07963. It was reported that motor drive unit is not pulling back. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The case was done and completed with this device through manual pullback. No patient complications were reported and the patient's status is fine.